Event description:
It was reported that the right ventricular lead exhibited high thresholds and low impedance. During lead revision, an insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - impedance, low.